Event description:
It was reported the customer had a vibrate anomaly. Customer stated they could not use vibrate function. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator wire. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.